Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 13-dec-2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the video provided by the customer was evaluated. It was observed that a dark thin particle was present during application. The returned product was evaluated. No additional particles or fibers were observed in either of the two syringes returned. The complaint indication could not be confirmed through this return evaluation. Overall, it is noted that a dark thin fiber like particle was present during the usage of this device. However, it cannot be confirmed that the thin particle was from the syringe or the cannula used during the procedure or if it were introduced in the clinical setting. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Section h3 - other (81): the healon endocoat was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a blue/black fiber was noticed in the healon endocoat during the implantation/application in a patient's eye. Through follow-up, we learned that the patient was fine and unaffected. The foreign material was successfully removed from the eye and no further information was provided. This issue occurred twice on the same day with two different patients. A separate report is being submitted for the other patient involved.